Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set leak event on (B)(6) 2024. The leak was at site. The infusion set was in use for 3 days. No further information available.